Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the likely cause of the "front panel flashed and the booting of the device became slow" malfunctions is due to a faulty turret motor and faulty high intensity motor. However, a definitive root cause cannot be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name:(B)(6) hospital . The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source front panel was flashing and started-up slowly. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.